Manufacturer narrative:
Due to the character limit in e1: section`s initial reporter information, the full initial reporter's name is (B)(6). Due to the character limit in e1 section`s event site name, the full event site name is (B)(6) . A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump`s ECG cable white lead is damaged. This was identified during technical inspection of the pump. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, e1- event site email address, g3, g6, h2, h3, h6- type of investigation , investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) provided the quote to the customer to replace the ECG lead. Customer didn't accept the quote.

Event description:
N/a